Event description:
Update: (B)(6) 2012, patient fact sheet form provided supplemental information that indicates that patient was implanted bilaterally although we have not received formal litigation regarding the left side, we are reporting it now in anticipation of litigation. There is no known complaint at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.